Manufacturer narrative:
Site surgeon dr. (B)(6) declined to provide patient age and weight. On 01/30/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/24/2017 software analysis of patient logs was unable to determine probable cause with the information provided. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site neuro coordinator reported that, while in a transsphenoidal procedure, their navigation system had become unresponsive when they were getting ready to register. They re-booted the navigation system and were able to proceed. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.